Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample was visually inspected, and detachment was observed on the proximal side of the space pump segment. No stress marks, rips, or tears were noted. The tubing detachment may have contributed to the presence of an air bubble inside the tubing during use. Based on the investigation finding, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV tubing became disconnected in pump during med administration causing large accumulation of air in tubing undetectable by pump. No injury reported.